Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter sheath separation occurred. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the device was fractured during unpacking. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues and the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the catheter sheath separation occurred. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the device was fractured during unpacking. The procedure was completed with another of same device. No patient complications were reported.